Event description:
The account alleges that sparks are seen coming from underneath the device each time the hi/low function is activated. Due to the hi/low motor separated from the mounts severing the motor power cable. No injuries were reported.

Manufacturer narrative:
The technician replaced the foot hi/low motor, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing it retrospective review of events for reportability. This effort will continue until we are current.